Manufacturer narrative:
Product analysis: analysis was able to confirm that the power cord bay was broken. Replaced power cord bay. Right keyboard hinge was broken. Replaced keyboard hinge. Stylus was not working. Replaced and re-calibrated stylus. Reconfigured hard drive, reloaded, and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer back door that houses the cord needed to be repaired. It was also noted that the programmer needed to be updated. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.